Manufacturer narrative:
The complaint investigation for falsely elevated alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review for lot 46257be00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false reactive results were obtained, indicating that the lot generates the expected results. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or product deficiency of the alinity I toxo igg assay for lot number 46257be00 was identified.section a1 - patient identifier complete entry = 10303205940024, corrected from initial submission of ni

Event description:
The customer reported false reactive alinity I toxo igg results for one pregnant patient. The following data was provided: sample ID (B)(6): previous toxo igg result = < 0.2 iu/ml (nonreactive). On (B)(6) 2023 at 12:35pm: toxo igg result = 33.6 iu/ml (reactive); at 1:30 pm toxo igg result = 0.0 iu/ml (nonreactive); at 3:18 pm toxo igg result = 0.1 iu/ml (nonreactive) there was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p45-32 that has a similar product distributed in the us, list number 7p45-45.